Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that closure of the an unspecified calcified access site was attempted with two prostyle devices using the pre-close technique prior to an interventional aortic endoprothesis implantation procedure. Reportedly, after removing each of the prostyle plungers, the knots were loose/unraveled. The sutures of two additional prostyle devices were successfully pre-placed and the aortic endoprosthesis implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.